Event description:
It was reported that the patient was admitted to the hospital with severe urinary retention and renal failure after implant. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.